Manufacturer narrative:
Device received with blank-flashing white lcd due to cracked lcd controller on electrical board. Unable to perform displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to blank-flashing white lcd. Unable to verify missing segments display due to blank-flashing white lcd. No belt clip received with device. Device received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and damaged keypad overlay texture.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a flashing a white screen, white then black screen and partial display. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.